Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at thistime. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was dislodged during a CABG. It was repositioned and remains actively implanted.